Event description:
Patient endured shoulder dislocation, closed reduction with sedation was performed.

Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.